Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that during follow-up the patient was with possible stent graft infection and was transferred to another facility for further evaluation where an open exploratory surgery was performed and found no infection. The physician ruled a possible patent ima that lead to a diagnosis of possible stent graft infection as there was new blood in old blood that gave an unusual look under CT. The decision was made to extend the stent graft down to the hypo on the left ipsilateral side with another manufacturer¿s stent graft even though there was no endoleak proximally or distally and this was done as a prophylactic measure. No additional clinical sequelae were reported and the patient is fine.